Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this atrial lead had dislodged. A revision procedure was performed and the lead was successfully re-positioned. No adverse patient effects were reported. This product issue will be re-evaluated if additional details are received.